Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received.

Event description:
Related manufacturer reference number: 1627487-2022-06821. It was reported that patient lost weight and in turn, the patient experienced pain and discomfort at the anchor sites. Surgical intervention was undertaken wherein the anchors were explanted. Therapy was restored and impedances were good post-op.